Manufacturer narrative:
The connector on the lcd was inspected and there was no unlocked keypad connector. The unit had an intermittent button response due to a flattened act button dome switch. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's insulin pump trainer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.